Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. The was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a cable fiber tear. The procedure was completed with no reported injury.